Manufacturer narrative:
(B)(6). No further information is available on the repair of the device at this time. The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Baxter received a report that overhead lifts had motor breakage while transferring the user . The lift motor was suddenly stopped ascending and subsequently started descending rapidly. There were patient involvement and no injury or any impact on the patient or user resulting from this.